Manufacturer narrative:
(B)(4).

Event description:
The programmer displayed various parameters incorrectly following pump inquiries. There were no patient effects reported and the device will not be returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).